Event description:
It was reported through an article that a total of 131 patients with diabetes and coronary artery disease were enrolled in six italian centers and randomized in a 2:1 fashion to percutaneous coronary intervention (pci). The xience stents may be related to the following: target lesion failure, target lesion revascularization, target vessel myocardial infarction and respiratory failure death. Coronary angiography and oct were performed at 9¿12 months. Details are listed in the article titled, "randomized clinical trial of abluminus des+ sirolimus-eluting stent versus everolimus-eluting des for percutaneous coronary intervention in patients with diabetes mellitus: an optical coherence tomography study".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A lot history record review and review of the similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2 - date of death estimated as (B)(6) 2019. B3 - date of event estimated as (B)(6) 2018. D4 - the UDI is not known as the part and lot number were not provided. Article attachment: article title "randomized clinical trial of abluminus des+ sirolimus-eluting stent versus everolimus-eluting des for percutaneous coronary intervention in patients with diabetes mellitus: an optical coherence tomography study". The additional patient effects reported in the article is captured under separate medwatch report.